Event description:
It was reported by the rep that (1) tsw35 was usedd during a laparoscopic appendectomy procedure. It was reported that clips were not advancing and the tsw did not fire. The tsw made a cracking noise when the handle was pulled. There was no pt consequence.